Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0011870629); product type: 0195-heart valves section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged while attached to the delivery catheter system (dcs) three times and was recaptured three times. The entire system was removed from the patient. Upon removal, a small spring was noted to be found, apparently coming from the dcs. Another manufacturer's product was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the reported event indicates that the valve dislodged while attached to the delivery catheter system (dcs) three times and was recaptured three times. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy, and the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Upon removal, a small spring was noted to be found, apparently coming from the dcs. The dcs was returned with the rubber component and spring detached from the capsule flush port. Factors that contribute towards dislodgement of the luer check valve and therefore releasing of the spring are capsule closure distance, transcatheter aortic valve (tav) packing density within capsule, loading and recapture speed, proper flushing, time that system is held at maximum pressure and rate of dissipation of pressure in the system. In this case a combination of factors could have been in play. The tav may have been loaded or recaptured at a high speed. When the device is filled with incompressible fluids, i.e. Saline and blood, and the tav is captured, in conjunction with some or all of the factors listed above, the pressure generated could be enough to push the luer check valve loose and allow the spring to leave the device. There is no risk to patient safety from valve popping. Once the system is properly flushed and is inserted inside the patient, there is no risk of air getting introduced into patient anatomy. With the information available a definitive cause for the reported dislodgement of the luer check valve spring cannot be determined. There is no information to suggest a device quality deficiency or a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID safari xs; product lot/serial number ; product type: guidewire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant procedure, no pre-implant balloon dilatation was performed. Of note, the patient had a very hyperdynamic ventricle. The deployment starting point was at the bottom of the pigtail. Prior to the valve deployment, the implant depth on the non-coronary cusp (ncc) was 3 millimeter (mm) and unable to ascertain on the left coronary cusp (lcc) as the valve dislodged aortic. After the valve dislodged, the valve was in the aorta. A non-medtronic guidewire (safari xs) was used during the procedure.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. There was a bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The dcs was returned with the rubber component and spring detached from the capsule flush port. The detached spring was returned intact in a plastic container, while the rubber component was not returned. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was slight damage observed on the threading of the screw gear. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.